Manufacturer narrative:
H6: this report was filed based on the findings during investigation that the tip was separated. Quality engineering determined that the tip separation can be attributed to conditions in transport back to the manufacturing facility, and there is no risk to the patient. This report no longer meets medwatch criteria. Quality assurance analysis revealed that the unit was returned with the coils pushed distal from the center solder. There was a bend/kink noted. The coils were stretched and the core had fractured. The tip ball was missing. The shaping ribbon was intact. Analysis via scanning electron microscopy, sem, is underway to determine the cause of this product issue. The sem results suggested that the tip separation can be attributed to conditions in transport back to the manufacturing facility. Nothing in the original complaint suggested that the wire was separated at the user facility. Therefore, unfortunately, the original complaint cannot be verified. Tip deformities similar to this complaint are often caused inadvertently during wire removal from the dispenser or during shaping. In light of this information, there is no evidence to suggest that if the wire had been used, there would be potential for injury to the patient. The manufacturing records for this product lot were reviewed and no non-conformaces were found. In an effort to ensure that wire tip damage does not occur, all guide wire tips are inspected after they are loaded into the dispenser. Quality engineering is continuing to monitor for this issue and exploring alternative packaging methods to ensure the highest quality. No further follow-up action shall be implemented. As part of co's quality process, 100% of all guide wires are inspected during manufacturing to ensure proper device structure and integrity. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that when the guide wire was removed from the package and dispenser, the tip coil was stretched and the guide wire was kinked. Another balance guide wire was used to finish the procedure. Reportedly, the device was not used in the pt. Investigation of the device revealed that the tip was separated. This is being filed as an MDR based on co's investigative findings. No further details were obtained.